Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion, tamponade and required a sternotomy to repair the perforation. After pre-mapping, the farawave pulsed field ablation catheter was advanced through the sheath. The catheter was first seen on the mapping system in the left ventricle in an undeployed state. The catheter was withdrawn and maneuvered into left atrium (la). At this point, the catheter was noted to be in the la appendage with wire withdrawn and the catheter still in undeployed state. The catheter was withdrawn from left atrial appendage (laa) and maneuvered to the right superior pulmonary vein (rspv) where the physician began ablating. Approximately 5 to 10 minutes after the catheter was seen in the appendage, the patients pressure dropped to a mean of 70mmhg. Intracardiac echocardiography was performed and confirmed a pericardial effusion of approximately 1.5-2cm and epicardial access was gained for a pericardiocentesis. Despite the physicians repeated efforts to drain fluid from the pericardial space, the effusion remained larger than 1cm. Eventually, the patient developed cardiac tamponade, prompting the cardiac surgeon to perform an emergency sternotomy to repair the perforation. The surgery found a 1cm perforation in the laa and clipped the appendage with an atriclip device. The patient was stabilized and ultimately extubated and is recovering well. The catheter is not expected to return as it was disposed.